Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, weakness, vomiting, and cloudy effluent coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the events. On an unreported date, the patient was treated with voncon (dose, frequency and route not reported) for two weeks and bricklin (amikacin; dose, frequency and route not reported) for two weeks for peritonitis. Four days after the onset, the patient was discharged from the hospital and was feeling much better. The patient was recovering from the peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.